Event description:
I was reported that during a lithotripsy procedure the aiming beam was tested on drapes outside of the patient without any issue; however, once inside the patient, the aiming beam was no longer visible. They discarded this fiber and tried with another two fibers, and both had the same issue. The procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown. This report is for fiber 2 of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
I was reported that during a lithotripsy procedure the aiming beam was tested on drapes outside of the patient without any issue; however, once inside the patient, the aiming beam was no longer visible. They discarded this fiber and tried with another two fibers, and both had the same issue. The procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown. This report is for fiber 2 of 3.